Event description:
It was reported that non sustained rv oversensing was observed via a merlin.net transmission. Review of the egms revealed myopotential oversensing. Programming change was made.

Event description:
New information received notes that non-sustained rv oversensing was observed via remote transmission again. Review showed apparent myopotential oversensing. Further programming change was made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.